Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 118 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with severe corrosion in the battery tube plus brown unknown substance, corrosion on the battery tube spring, moisture damage on the battery cap contacts, corrosion on the force sensor assembly, moisture damage on the motor assembly and cracked battery tube area. However, the insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The insulin pump was not received with critical pump error open book image. The power management graph was in specification however, received with constant pump error 68 and pump error 49 after battery changes, an unexpected pump error 25 occurred during testing and an unexpected pump error 75 occurred during self-test due to severe corrosion on all electronic assemblies. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.